Event description:
The patient claimed that he woke up with unexplainable high blood glucose of 400 mg/dl. The patient denied having any symptoms to suggest hyperglycemia at the time of concern. During troubleshooting, the patient claimed there was an unaccounted bolus of 3.25 units of insulin dispense via the pump at 9:37 am. In addition, the subject pump had a keypad issue. Reportedly, the ok button and up arrow are working intermittently after the pump was exposed to salt water. The subject pump was requested back for investigation. This complaint is being reported due to the alleged keypad issue and the alleged unprogrammed bolus.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4): the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.